Manufacturer narrative:
E1:(B)(6). Reporter phone #:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device could not turn on normally. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that the device was immediately replaced with another ventilator to continue the therapy treatment, and then the device which could not turn on normally was sent to the equipment management department for repair. No adverse effect was caused to the patient. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 12sep2024, it was stated that the hospital equipment department had decided to replace the power supply to resolve the issue. After the part replacement, the asp stated that the device was returned to full functionality and returned to use. The patient information from the time of the event was stated to be unknown. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.